Event description:
It was reported that the pt's health care provider (hcp) was able to aspirate from the pt's pump reservoir, but unable to fill the pump reservoir. The hcp removed the expected amount of approx 2.6 ml, but was only able to fill the pump with approx 3 ml. The hcp attempted to fill the reservoir using saline and a smaller syringe, but was still only able to fill with approx 3ml. No info was provided related to the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)